Event description:
Healthcare provider reported a "rupture" on an unknown side. The device remains implanted.

Manufacturer narrative:
Clarification e.1 first name and last name: physician did not provide name or contact information. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.